Manufacturer narrative:
This supplemental MDR is being submitted to report this malfunction was considered for one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 17 for this event. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: two encor biopsy probes and vacuum assemblies has been received. On visual evaluation, the probe appeared clean with the aperture approximately 100% closed and the saline cap is also closed. It was noted damaged on the product packaging. No other anomalies were identified. Six electronic photos were provided. Based on the photo review, it was observed that the crack is visible in all six photos. Even though, it could not be determined which photo is associated with which device, the reported crack on the device package is confirmed since the crack is observed in all six photos. Therefore, based on the photo review and sample evaluation, the reported crack on the device packaging is confirmed as the crack clearly visible on the device packaging. A definitive root cause for the alleged crack on the device packaging could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 02/2022), (patient, result and conclusion) the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly cracked and damaged. There was no patient contact.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report this malfunction was considered for one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 6 for this event. H10: the lot number for the device was provided, a review of the device history records is currently being performed. The devices were returned for evaluation; however, photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2022),g3 h11: b5,h6(device, method) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly cracked and damaged. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that prior to a biopsy procedure, there was a packaging problem. There was no patient contact.